Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia below the implantable pulse generator (ipg) lower rate limit. It was further reported that the right atrial (ra) lead exhibited a position check failure. The ipg and ra lead were explanted. No further patient complications have been reported as a result of this event.